Manufacturer narrative:
It was reported that the urinary catheter was discolored and that a patient experienced an infection. Despite multiple good faith attempts the reporting facility was unable or unwilling to provide additional information to the manufacturer. No sample was returned to the manufacturer for evaluation. Although a definitive root cause was unable to be determined, a review of the reported lot number indicated that the urinary catheter was manufactured in 2004. Between 2004 and 2019 the urinary catheter may have been subjected to environmental conditions, such as storage and handling, which may have degraded the product or compromised its sterility. Due to the reported patient infection, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter was discolored and that a patient experienced an infection.